Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800129 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip did not lock and fell from the applier. There was no patient injury.

Event description:
It was reported that the clip did not lock and fell from the applier. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a double feed of clips in the channel. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first two clips both fired from the device due to the double feed. The second clip was broken at the hook. Another attempt was made and the next clip was unable to properly load into the jaws. This was repeated with the same result. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were found. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The clips being out of position caused the second clip to break due to an excessive amount of pressure being applied to the clip. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. It could not be determined why the ratchet broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip fell from applier" was confirmed based upon the sample received. One device was returned. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The device was returned with a double feed of clips in the channel which indicates that the clips could be out of position in the channel. Upon functional inspection, the clips were unable to properly load into the jaws due to being out of position in the channel. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined why the ratchet broke. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.